Event description:
It was reported the catheter was found to have a micro-tear back in (B)(6) 2013. On (B)(6) 2013, there was a catheter revision and fluid was found around the pump which confirmed the catheter had been leaking. The patient had been titrated up on his dose and was not getting pain relief, which prompted the revision.

Event description:
Additional information: the system was being used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).